Manufacturer narrative:
(B)(4) ¿ although the home patient (hp) reported an incomplete prime occurred, an incomplete prime is not a known cause of this alarm during dwell 3 of 5. As the device was not returned, the problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an incomplete prime was reported and is a known cause of this alarm. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing) during dwell cycle three of five of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. It was reported that the patient line was not primed completely. The patient completed therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.